Event description:
During baxter's eval, the device alarmed for "door not fully latched" alarms, 28 occurrences of "door jammed" alarms were also identified in the event history log. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The eval experienced a constant door not fully latched alarm, caused by a loose upper link screw. The condition was eliminated during eval by adjusting the screw with the door performing as expected. The link screws have been replaced.